Event description:
It was reported that the right ventricular (rv) lead had dislodged and was revised. The rv lead remains in use. The right atrial (ra) lead pulled back but remained connected to the heart. Additional slack was given to the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.